Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an observation on a remote transmission showing an arrhythmia appeared to be atrial fibrillation with intermittent undersensing due to small fib waves, and also some (smaller) noise at the baseline. There were no adverse health consequences to the patient. The device remains implanted. It is unknown if any intervention was performed.